Event description:
This lead exhibited high impedance measurement and high capture thresholds. Several inappropriate ams episodes were also reported. A lead revision is scheduled. Should additional info become available, this event will be updated.